Manufacturer narrative:
(B)(4). Other devices used: catalog #00625006530, trilogy bone screw, lot #62032209. The following products were manufactured by zimmer inc. (B)(4): catalog #unk, unknown zimmer stem, lot #unk- implanted on (B)(6) 2014; catalog #00875201036, continuum, trilogy it, all of it it liner, lot #62071813; catalog #00875705202, continuum tm shell with multi holes, lot #62070524. This report will be amended when our investigation is complete.

Event description:
It is reported that a few weeks following a revision surgery, the patient is experiencing sepsis and pneumonia. The patient was given a course of antibiotic treatments which he reports cleared up the infection.